Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during drain 3 of 4. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up and assisted the hp to cycle power to clear the alarm. The hp confirmed she did not disconnect, there were no leaks, and the unused line was closed. The tsr assisted the hp to retrieve the cassette and advised the hp to inform the nurse of the event. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).